Event description:
It was reported that during the implant attempt, the lead helix would not deploy after being retracted. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. The helix was noted to be disengaged from the helical channel. Blood/body fluid was found on the distal conductor (not obstructed) and blood was found in/on the helix/lobe mechanism and helix/lobe mechanism (sleeve head). There was a tip seal observation.